Event description:
Patient reported left-side "I am having my implants removed because of fear of cancer." Patient additionally reported ¿capsular contracture, hardness," "swelling and burning," stated the "left side is full of pea sized lumps and is severely deformed". Patient also stated "the implants were twice the size as they use to be 6 months after implantation." Healthcare professional reported capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, brown particles. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left-side "I am having my implants removed because of fear of cancer." Patient additionally reported ¿capsular contracture, hardness," "swelling and burning," stated the "left side is full of pea sized lumps and is severely deformed". Patient also stated "the implants were twice the size as they use to be 6 months after implantation." Device remains implanted.